Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and was attributed to an open fuse on the battery interconnect board. Analysis of reports of this type has not identified an increase in trend.